Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: 00595001501-femoral component precoat size e left-63701641. 00598003702-stemmed tibial component precoat size 4 for cemented stem-j6576707. 42540200032-all-poly patella cemented 32 mm diameter-64501748. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history records for [item#: 00595203010 lot#: 64403622] were reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: ccr12434151; ccr12429362. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision knee arthroplasty approximately 18 months¿ post implantation due to instability and hyperextension. The articular surface was replaced. Attempts have been made and additional information on the reported event is unavailable at this time.